Manufacturer narrative:
Product event summary:the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure it was noticed that the rv defibrillation coil on the right ventricular (rv) lead appeared to be unwound / damaged. The lead was not used and an alternate lead was implanted. No patient complications have been reported as a result of this event.